Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings: the keypad cover was found to be worn but no damage or peeling was observed. The down arrow keypad button was found to be intermittently unresponsive during testing. The keypad cover was removed and there was evidence of contamination found under the down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow was not responding as expected and was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.